Manufacturer narrative:
The event was reported as to occurred "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced air in the abdomen. The event was manifested by abdominal pain during therapy. On an unknown date, the patient was hospitalized for the event. The patient was treated by having the air surgically removed. Action with pd therapy was not reported. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
On the same day as onset, the patient went to the emergency room and was hospitalized for the event. The cause of the significant amount of free air in the patient¿s abdomen was unknown. Five days after being hospitalized, the patient was discharged and the patient continued automated peritoneal dialysis therapy (apd) at home. On an unknown date in the following month, during a visit to the pd clinic, a bulge in the patient¿s abdomen caused by ¿more air¿ was noted (unspecified volume). Treatment was not reported. On an unreported date, approximately one week later, the patient¿s abdomen was decreased and the patient was recovering from the event. No further detail was provided regarding the patient¿s outcome from the event. Dianeal 1.5% & 2.5% ambuflex. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint eval completed. Evaluation codes required. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. The device failed to meet functional performance specification requirement per rite testing due to failing the heater bag temp test. Subsequently, a temperature verification was performed and the device passed. Three partial therapies were performed with an unmodified disposable while introducing air. During these partial therapies the device detected the air and alarmed appropriately sending all the air down the drain line and none into the patient line. The reported condition was not verified. As a result of the device evaluation, no device failure or malfunction was identified that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.